Manufacturer narrative:
Date of report: 10jun2019. Date rec'd by MFR: 08may2019. Correction: patient involvement: the device was not in clinical use at the time of the event. The customer declined repairs (device is out of warranty). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the touchscreen failed. There was no patient harm.